Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the trocars' external seals were breaking. These three trocars are from the same case. There was no consequence to the pt.